Event description:
The nurse reports the flexi-seal signal fms had been in place approximately four days when an attempt to discontinue the fms was made. The nurse further reports she could extract only ten milliliters of water which left approximately thirty milliliters of water that could not be withdrawn from the fms cuff. Finally, the nurse reports the fms 'expelled by itself' with an inflated retention balloon when the patient was being moved.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted.